Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a patient had a loss of therapeutic effect and had been in and out of the hospital for the past month due to symptom return. Previously, the patient had gone two years without symptoms. The patient¿s current healthcare professional had not been checking the implantable neurostimulator (ins). The patient noticed today that if he placed his hand over the ins site, he thought he could feel the current in his hand. He couldn¿t feel the current at the ins site when his hand wasn¿t placed against it. The patient wondered if this was normal. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.